Manufacturer narrative:
(B)(4).

Event description:
It was reported that inner shaft detachment occurred. The target lesion was located in the superficial femoral artery (sfa). A 9x80x120 epic vascular stent was advanced to treat the lesion. However, as the physician was deploying the stent, it was noted that the inner shaft seemed to have "unglued" from its shaft and never stopped moving. The stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an epic stent delivery system (sds). There was blood on the handle and inside the shaft. Microscopic examination revealed that the shaft/sheath was not detached. The inner shaft had numerous kinks. Microscopic examination presented no damage or irregularities to the tip. The handle was opened and the components were reviewed. There was no damage or irregularities to the handle. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that inner shaft detachment occurred. The target lesion was located in the superficial femoral artery (sfa). A 9x80x120 epic vascular stent was advanced to treat the lesion. However, as the physician was deploying the stent, it was noted that the inner shaft seemed to have "unglued" from its shaft and never stopped moving. The stent was successfully deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.